Event description:
Additional information was received from a healthcare professional and it was reported that the diagnostic performed was pump pocket fluid sent. The cause of the infection was pseudomonas. Resolution for the event was noted as IV antibiotics and pump removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pocket incision started opening, the hcp noticed a hole and was able to see metal. The pump was coming through patient¿s skin/incision. The patient required prolonged/involved inpatient hospitalization. The pump was explanted and discarded, the pocket was thoroughly cleaned with antibiotics, and the new pump was implanted and filled with the previous drug. The patient had a medical history of herpes simplex virus encephalitis at birth, spastic cerebral palsy, seizure disorder, gastroesophageal reflux disease, nissen fundoplication, and gastrostomy-jejunostomy tube. The pump pocket fluid was tested and positive for pseudomonas bacterium. Patient was treated with antibiotics and lioresal was given orally and by gastrostomy tube in response to the events. As of (B)(6) 2016 the patient continued to be hospitalized.

Event description:
Information was received from a healthcare professional and a company representative regarding a patient receiving lioresal (2000 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient had a confirmed infection that began a couple of months ago. Pump removal was planned. Additional information was received and it was reported that the pump was coming through the patient's skin/incision. The device system was removed on (B)(6) 2016. The patient status was reported as "alive no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.